Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving hydromorphone (unknown dose and concentration) via an implantable pump for spinal pain. The hcp stated that the patient reported they were not getting any therapy. The hcp did a dye study "about a week ago" and the catheter was patent and connected to the pump. The hcp wanted to do a roller study on the date of this call and was asking to review the roller study procedure. The patient was coming in today at noon and the hcp was not currently with the patient. The hcp had not yet interrogated the pump to obtain the logs. The hcp called back and stated they could not perform telemetry on the patient. The hcp was walked through considerations on electromagnetic interference (emi), environmental changes and re-positioning the patient. The hcp re-positioned the patient and was able to connect to the pump. The hcp performed a roller study while on the call and confirmed the rotors did move so the hcp confirmed that the pump was working as expected. The hcp stated that the patient did receive a therapeutic boluses and had no response. The hcp confirmed they thought the pump and catheter were fine. The hcp next wanted to have the drug tested to confirm it was the correct concentration. The hcp stated the patient had their pump repositioned and has not gotten good therapy since. On (B)(6) 2018, additional information was received from the patient. The patient reported that the skin around their implant site was starting to discolor. The was also reported as erosion. In september 2018, the patient went to see their surgeon and they told the patient they had some time and it "didn¿t need to be fixed, yet". The patient saw their surgeon in october and "they said it had to be done". The patient had surgery on (B)(6) 2018 and a new pocket was made "further down". Within 24-48 hours of the repositioning surgery, the patient's pain has sky-rocketed and their hcp has not been able to get it figured out. Approximately (B)(6) 2018, the patient had a catheter dye study performed and their hcp told them it came back fine. The patient stated they "pushed a bunch of meds through" and they overdosed "her some". The patient stated that they pushed meds through because they could not pull it out. The patient stated, "they went back to the office, pushed another bolus through because they had just flushed it with saline". Within a very short time, the patient's head was pounding and they were really sick; throwing up for two days. The patient spent another week waiting for their hcp to be in town. The patient went back into the office and nurse tried to do a couple more boluses, but it did not affect the patient's pain levels. The patient went in on (B)(6) 2018 (wednesday), to have a roller study performed. The hcp stated the study looked fine and the patient was sent back to the office with their nurse. The patient was supplemented with pain medication but it was not controlling the pain. The nurse tried to pull out a sample of drug from the pump reservoir to make sure they were the right medications, but they could not access the pump and was unable to get any medication out. The patient stated the nurse stuck her 30 times trying to get the medication out. The patient's primary care physician (pcp) got the patient in the hospital to manage their pain. On (B)(6) 2018, the pump was turned down 92% and the patient's pain did not change. The patient stated the pain has become more significant the last 20 days since surgery. The current medication was bupivacaine (6.0 mg/ml, 0.4572 mg/day) and dilaudid (25.0 mg/ml, 1.905 mg/day). The patient did note that they switched drugs on (B)(6) 2018, and they worked fine until they had surgery on (B)(6) 2018.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; the previously reported device code (B)(4) no longer applies to this event. The device codes have been updated to include (B)(4). The patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-19, additional information was received from an healthcare professional (hcp). Additional information reported the repositioning of the pump occurred, "initially, early november". The reason for the pump repositioning was "uncomfortable position for patient". The pump was programmed to deliver hydromorphone (20 mg/day, 25 mg/ml). The concentration of the medication was tested; the sample has been sent out, results were pending. The cause of the lack of effect was "apparently kinked or compressed catheter". The catheter was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the healthcare professional (hcp). The hcp reported the patient's loss of therapy has continued and they did not know what else to do. The hcp stated they have done a cap dye study (was unable to aspirate, but able to push dye through the cap) and was intact, roller study negative with no motor stalls, replaced the drug with new same drug and no changes to therapy. They reviewed the previously reported information and discussed further troubleshooting actions.